Event description:
It was reported that the patient presented with an abdominal fascia wound dehiscence 11 days following transplant surgery indicated for end-stage liver cirrhosis. When the skin staples were removed, dehiscence of the fascia was observed. The pt was then returned to surgery for repair. The previously implanted pds sutures were cut then excised and replaced. The skin was left open for healing by secondary intention.

Manufacturer narrative:
Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.